Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11516. It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed. Four watchman ® laa closure devices (one 27mm and three 24mm)were attempted to be implanted; however, they did not fit in the laa. All four were recaptured and removed through one double curve watchman ® access system (was). They decided to switch to an anterior curve was and successfully deployed a 30mm closure device at the ostium of the laa. The closure device averaged roughly 30% compression throughout with no residual leaks. Prior to release, it was noted that minor wire bias was present on the device. The physician was made aware of this. The closure device was released and noted to shift once detached from the core wire. The device appeared stable, compression remained the same with no leaks. About two minutes later, the closure device was still attached within the laa but was sitting extremely proximal of it¿s original position. It was noted that the device had not embolized. The physician was not comfortable with the position, so a non-bsc snare was placed through the was. The physician snared the device and attempted to bring it into the was, but the was kinked and the device was unable to be retrieved. The patient went to the operating room for retrieval of the closure device. At this point, the closure device was not touching the mitral valve, not in left ventricle (lv), but currently secured with the ensnare. The patient was hemodynamically stable. Their activated clotting time (act) was within normal limits and there was no ectopy on the monitor. Secondary transseptal access was obtained and a non-bsc 16 f sheath was placed in the right femoral vein. The physician attempted to use a second non-bsc snare to retrieve the closure device from the was. He was successful at capturing the closure device from the primary snare. However, the primary snare could not release the closure device. Several other non-bsc snare types were used without success. Eventually, the closure device worked itself free from the primary snare and floated in the lv. Several premature ventricular contractions (pvcs) were noted with a slight drop in blood pressure. They compensated with fluid bolus. The closure device quickly worked its way out of the heart and became lodged at the most proximal end of the descending aorta. The physician then obtained femoral arterial access. A 16 f sheath was placed in the femoral artery. A non-bsc snare was placed within the sheath and the physician was able to successfully retrieve the closure device out of the descending aorta. The patient was hemodynamically stable and no further complication was noted. There was no effusion post procedure noted. The patient had hemostasis at the groin sites both venous and arterial and the case was then aborted. The patient is currently stable.